Event description:
It was reported that an occlusion alarm occurred on the ilet after a breakfast announcement. Troubleshooting detected no bubbles or kinks. Supplies were subsequently replaced due to hyperglycemia with a reported blood glucose of 300 mg/dl and insulin delivery resumed. Customer care provided support that included customer troubleshooting and education. Investigation of this case revealed that the occlusion alert did not reproduce after supply change and the event resolved with replacement of disposables. No clinical symptoms reported during the event. Outcomes included continued insulin therapy with stabilization of glucose to 205 mg/dl on cgm without medical intervention or hospitalization. It was concluded that the insulin delivery interruption was consistent with a transient occlusion related to disposable components, with device function restored after supply change.